Event description:
It was reported that during a coronary stenting intervention treatment procedure, stent damage occurred. The target lesion was located in the heavily calcified proximal left anterior descending artery (lad). The physician predilated the lesion with a 1.5mm rotalink burr and a 2.5x20mm non-bsc balloon. After dilation the physician deployed a 2.5x20mm promus element stent in the mid lad and then deployed a 3.5x32mm promus element stent at 16atms in the proximal lad back to the left main stem. After withdrawal of the stent delivery system the physician observed that the proximal end of the 3.5x32mm promus element stent was deformed. The stent was post dilated with a 4.0x12mm non-bsc balloon to complete the procedure. No patient complications were reported and the patient's status is doing well.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. Bsc ID: a00366390 / tw#: 2584593